Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the severely calcified left anterior descending (lad) artery. The 3.0x12mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.0x12mm promus element. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The struts at the distal end of the stent are both twisted and raised. There were two significant kinks in the hypotube one 40mm from the strain relief and the other was 470mm from the midshaft hypotube bond. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).